Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The insertion site was thigh.the blood glucose level was high for more than 4 hours.the blood glucose level was 300 mg/dl at the time of the event and got treated with insulin pen. No further information available.